Event description:
New information received notes that a venogram was performed on (B)(6)2020 and revealed occlusion of the left subclavian vein. The physician partially extracted the right atrial lead and capped the remainder of the lead during the device upgrade procedure on (B)(6) 2020 to allow for the implant of a new right atrial lead and a new left ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2020-01232. It was reported that the patient presented in the hospital for a device upgrade procedure. Upon review of stored electrograms, the right atrial lead exhibited noise. The physician capped and replaced the lead on (B)(6) 2020. During the same procedure, the set screws for the right ventricular port on the implantable cardioverter defibrillator were difficult to turn and a second hex wrench was utilized to resolve the issue. The patient was in stable condition.